Manufacturer narrative:
Results: the penumbra system 5max reperfusion catheter (5max) was fractured approximately 53.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 5max was fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max is removed from the packaging hoop forcefully or at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 5max reperfusion catheter (5max) was fractured. The fractured 5max was found prior to use and therefore, was not used for the procedure. The procedure was completed using another manufacturer's catheter.